Manufacturer narrative:
Continuation of d10: product ID: 3487a-56, serial#: (B)(6). Product type: lead. Product ID: 3776-75. Serial#: (B)(6). Product type: lead. Product ID: 3487a-56. Serial#: (B)(6). Product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(6). Product ID: 3776-75, serial/lot #: (B)(6), ubd: 21-jul-2012, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(6), ubd: 21-jul-2012. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated when they change position and she is standing she is not feeling any stimulation pt stated she has to bend forward or bend backward in order to feel stim. Pt stated that she notified her rep and he told pt to turn off adaptive stim but that did not resolve the issue. - pt stated this has been going on for several years and getting worse in the past year. Pss suggested that pt consult with her hcp or field rep. Additional information received from the consumer reported that they had met with a manufacturer representative and discovered that of their three implanted leads one does not work at all, one partially works but sends a pathway through their breast into their nipple which is very painful, and the third lead when it is working sends signals into their abdomen where they have developed a muscle twitch that is uncomfortable. The patient stated that the second lead is inoperable to them and the third lead is up too high. The patient noted they had no way to change what is happening with it cutting out when their in a standing position due to the lead positioning. The patient was going to meet with a surgeon to discuss getting the leads and implant replaced. The rep reported the patient had a bunch of falls with one of them being pretty severe so her system is all out of whack. There were broken contacts and one whole quad lead was broken. It wasn¿t possible to reprogram what contacts were still intact because it didn¿t provide stimulation in the right areas. An ortho spine surgeon is going to order xrays and see where the leads are and then do a revision/replacement. Case date has not been determined yet.